Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found the downstream occlusion seal was damaged. The event history log was reviewed and found multiple high-pressure alarm displayed. The primary cause could be due to the defective downstream occlusion (dso) sensor. The downstream occlusion (dso) seal and sensor was replaced.

Event description:
Following the device analysis, it was found that the downstream occlusion (dso) seal and sensor was damaged. It is unknown if there was patient involvement.